Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) implant with mount and screw were returned for investigation. Visual inspection of the as returned product identified fractured screw and fracture mount hex. Screw fractured across the stem/body. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions noted on the per. However, the device was located on tooth site #20 (universal) and the reported issue occurred during the clinical procedure. X-ray and picture images were not provided. Appropriate documentation was reviewed. Documents reviewed: DHR review was completed for the subject lot number 1239526. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1239526) for similar event and no other complaint was identified. Based on the available information, device malfunction had occurred and reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k011028, k013227.

Event description:
It was reported that during placement of implant at tooth location # 20, the retaining screw would not release the fixture mount. Ii would not tum, and in fact it broke in half. Please see the enclosed components. We did have another tsvwb10 on hand and we were able to complete the patient surgery. Additional appointments: not indicated. As a result of the event no injury to the patient was reported.